Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During preparation, the tip of the catheter was found to be defective. No patient complications were reported. It is unknown if the device is going to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.